Event description:
Product analysis for the returned tablet was completed. Analysis of the tablet showed no anomalies were identified with the performance of the tablet using an ac adapter or the main battery with a full charge. The tablet performed according to specifications. It was also reported the physician did receive a new tablet as a replacement for the tablet she returned.

Event description:
It was reported the physician's tablet was unable to interrogate. Troubleshooting was performed which showed the tablet is the believed suspect device as the wand and the serial cable were found to be functioning correctly. The tablet was received by the manufacturer. Product analysis is suspected, but has not been completed to date.